Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. E1: email unknown / not provided.

Event description:
It was reported the screw fractured and is stuck inside abutment not stuck in implant. No further medical issue and no further information provided.

Manufacturer narrative:
Zimvie did not receive one (1) iunihg, (certain® gold-tite® hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1272069. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1272069 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture screw¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00057-haz rev. 20, the most likely root causes determined from the investigation are external factors (patient¿s condition.) Or customer error. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h3: changed "yes" to "no", h6: entered evaluation codes and h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.